Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018, 10am. Customer¿s blood glucose value at time of incident was 149 mg/dl and current blood glucose value was 160 mg/dl. The customer was wearing the insulin pump during the hospitalization. The customer had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and 205mg/dl at the time of event and the sensor glucose was in the range of 60 mg/dl at the time of the incident. Suspend on low limit in sensor settings was 60mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor and the insulin pump will not be returned for analysis.